Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 60, blood glucose reading is in the 300mg/dl range. No additional information was provided. It was also reported that the customer's insulin pump went into threshold suspend.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.